Event description:
Dealer states the base frame and the seat post are cracked. Per dealer, due to frame crack, the motor leads and joystick extension cable were both damaged due to being pinched. In addition, dealer states the seat fell over, resulting in seat being damaged along with quad link. No injuries alleged. No further information provided.